Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. The customer's blood glucose was unknown. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised customer to remove the battery to prevent continued alarms. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.